Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the hospital. A lead impedance alert was noted to have been triggered for oversensing/noise and a high number of short v-v intervals on the right ventricular lead. The pacing impedance was also noted to have increased. Noise was also noted to be observed on the atrial lead. A revision of the rv lead is planned. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.